Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was not able to complete rewind. Customer did self test and it was failed. Customer stated that the reservoir was leaking. The reservoir was leaking from past second o rings. Customer stated that the insulin pump received failed battery test alarm. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform displacement test or confirm pump error 43, 23, or failed batt test alarm due to constant insulin pump error 38 during rewind.